Manufacturer narrative:
(B)(4). One set was received with solution bag attached in reference to system error (se) 2240 (air in set) alarm. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected with solution noted throughout set. The set was placed on a homechoice (hc) machine for priming and it ran with no alarms noted. No manufacturing abnormalities were noted during visual inspection. This complaint is for a se 2240 could not be confirmed in the lab. A cause of the alarm was undetermined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that nothing was noticed with the supplies. The nurse was not contacted regarding the event, but the patient was going in to see them the following day and would advise them of the event. No patient injury or medical intervention was reported.